Manufacturer narrative:
The reported complaint of the autopulse platform, sn: (B)(4), powered off unexpectedly was confirmed during the archive data review, but was not confirmed during functional testing. No malfunction was found during testing at zoll, and the autopulse platform functioned appropriately and as intended. A review of the archive file showed two incidents of the device shutting off unexpectedly during the event date. In the first incident, the platform displayed "user advisory (ua) 17 (max motor on-time exceeded during active operation)." The drive train motor was on too long during active operation and the autopulse did not reach the target depth within the specification, likely related to the size and stiffness of the patient's chest during compressions. In the second incident, the platform powered off due to being in standby mode for more than 10 minutes. The platform "timed out" and powered off to save the battery power. During visual inspection, unrelated to the reported complaint, the load plate cover had a hole. The observed physical damage appeared to be the characteristics of user mishandling. The load plate cover was replaced to address the issue. Based on the archive review, during the event date, there were two incidents of the device shutting off, thus confirming the reported complaint. In the first incident, the device was powered on and had seven sessions with a total of 879 compressions and then it stopped due to a user advisory (ua) 17 (max motor on-time exceeded during active operation) and then the platform shut off. User advisory 17 is normally a clearable advisory message and is triggered when the motor was on for too long during active operation. The autopulse did not reach the target depth within the specification time. In this case, the device shut-off is likely related to the size and stiffness of the patient's chest during compression, which will cause a power surge (electrical overload). The second incident occurred when the device powered on without active compression and then timed out (the device was in standby mode for more than 10 minutes). The device will power off to save the battery power. The autopulse platform passed the initial functional test without any fault or error. The customer reported complaint and (ua) 17 observed in the archive were not reproduced during the functional testing. The platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization verified both load cell modules function within the specification. The drive train motor brake gap was inspected and verified to be within the specification of (0.008" ± 0.001"). Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
At the beginning of shift on november 30th, the crew performed a routine morning check on the device. The autopulse li-ion batteries were rotated as they are at the beginning of every shift. The battery that was in the device was removed and replaced with the spare battery that is kept in the ambulance. The battery that was removed from the device was placed in the charger and a spare battery was removed from the charger and placed as a spare in the ambulance. Both batteries put on the ambulance had full charges and no issues were noted. The platform was turned on and displayed 2 green lights with no error codes or red lights indicating any malfunctions. At approximately 0834 hrs, the crew was dispatched for the full arrest. When the crew arrived, a 75 year old ,113 kg male patient, with a pacemaker, was found unresponsive and pulseless. The crew immediately began manual CPR. Once the patient was moved, he was placed onto the autopulse platform, sn: (B)(4). The patient was moved to the ambulance. While en route to the hospital, the platform completely turned off unexpectedly. During the time the autopulse had shut off, the crew was performing medication administration. The platform was left on its own to do compressions and had not been touched in any way that could have signaled it to turned off. The crew pressed the on/off button, but the device did not turn back on. The first instinct was to swap the battery out with the reserve battery. The crew flipped up the metal tab that locks the battery in place and removed the battery. The crew checked the charge and the battery still read full. Crew then replaced that battery with the fully charged spare battery. The spare battery was placed in the device and locked in with the metal tab. Crew pressed the on button and the device did not turn on. Crew then pulled up the metal tab to remove the spare battery. The spare battery was fully reinserted, and they pressed the on/off button. The platform turned on and resumed compressions without issue. No error codes were displayed, and the lights remained green. The patient did not recover from the cardiac arrest. Return of spontaneous circulation (rosc) was never achieved, and the patient was pronounced deceased after transfer of care at the hospital. Per the customer, the patient outcome was not device related.